Event description:
It was reported that a balloon rupture occurred. A stingray re-entry catheter was advanced and the balloon was inflated in the subintimal space in the intermediate lad. Before introducing the stringray guide wire, the angiogram showed that the stingray balloon was "desinflated" and contrast stayed at the subintimal space. It was noted that the balloon ruptured at 4atm. The cto procedure was completed successfully with a crossboss. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was contrast and blood in the inflation lumen and contrast in the balloon. A microscopic examination presented no damage or irregularities to the balloon of the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to 4 atm (rated burst pressure). The catheter maintained constant pressure and there was no indication of any ruptures, leaks or other irregularities. A microscopic examination presented no damage or irregularities to the shaft of the device. Inspection of the device presented no other damage or irregularities. No damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A stingray re-entry catheter was advanced and the balloon was inflated in the subintimal space in the intermediate lad. Before introducing the stingray guide wire, the angiogram showed that the stingray balloon was "disinflated" and contrast stayed at the subintimal space. It was noted that the balloon ruptured at 4atm. The cto procedure was completed successfully with a crossboss. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).